Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was displaying inaccurate results. The complaint was classified based on the customer care advocate (cca) documentation. Six to nine months prior to contacting lfs, the patient reported obtaining readings of "159, 243, 325, and 244mg/dl" taken greater than 20 minutes from each other. The patient reported using self adjusting novolin insulin to manage her diabetes. The patient reported, in response to the high readings, she increased her dose of novolin insulin (unknown dose, and time administered). The patient reported sometime afterwards, she felt sweaty and nauseated. It is unknown if the patient treated herself with any medical intervention in response to these symptoms. The patient denied testing on another device. At the time of troubleshooting, the cca confirmed the patient was using the approved sample site for testing and the subject meter was in the correct unit of measurement at the time of testing. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient alleged obtaining inaccurate readings; self administered insulin based on those readings, and developed symptoms suggestive of hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.